Event description:
It was reported that 4 bd insyte¿ autoguard¿ shielded IV catheters' needles would not retract during use. The following information was provided by the initial reporter: "the nurses are having trouble with our 22g angiocath needles. They are having trouble with it not retracting. Apparently they are having to start pulling it out before it will pull out."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2243842, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed only the device's packaging which showed no signs of damage. The actual device or defect were not visible in the provided photo. The engineer could not inspect the device's needle or retraction ability. Therefore, based off the provided photo the engineer was unable to verify the reported defect. Since no defects were visible in the photo a definitive root cause could not be determined. However, a trend has been identified by the manufacturing facility for needles failing to retract properly. An investigation has been opened to identify the cause of these failures. The manufacturing facility has been notified of this incident and the findings.